Event description:
It was reported, the pt has been experiencing ineffective stimulation since implant. It was also reported diagnostics showed invalid impedance values for the scs lead. An sjm representative was unable to resolve the issue with reprogramming as unwanted hip and rib stimulation occurred. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.